Manufacturer narrative:
Investigation summary an investigation was completed with the affected samples and 17 reference samples. A leakage through the plunger rod was observed in the sample and one reference sample. This verifies the reported issue after the evaluation of the plunger with magnification. We have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qa nor ncmr's. Syringes were packed in machine (B)(4) (september 5 - 6th, 2017). Syringes were assembled in machine, (B)(4), in lot #7234166 (august 23 - 28th, 2017) and lot #7244145 (september 4 - 11th, 2017). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrels lots #7244050, #7237224, #7234192, and #7211166 and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #7244051, #7237228, #7234196, #7211170, and #7198289 and no problems, defects or qn related to the reported issue were found. We conclude that the cause of the problem was produced as a consequence of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. Based on an evaluation of severity and occurrence it was determinate that no corrective action is required at this time. Investigation conclusion. Sample evaluation. We have been provided with the affected sample and 17 reference samples. A leakage through the plunger rod was observed in the affected sample and one references provided sample. After that we could determinated a damaged in the plunger rod by the evaluation of the plunger with magnification. Bhr review. We have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qa nor ncmr's. Syringes were packed in machine (B)(4) (september 5 - 6th, 2017). Syringes were assembled in machine, (B)(4), in lot #7234166 (august 23 - 28th, 2017) and lot #7244145 (september 4 - 11th, 2017). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrels lots #7244050, #7237224, #7234192, and #7211166 and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #7244051, #7237228, #7234196, #7211170, and #7198289 and no problems, defects or qn related to the reported issue were found. Root cause description. Root cause analysis. We conclude that the cause of the problem was produced as a consequence of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. We conclude that the cause of the problem was produced as a consequence of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. Confirmation. The provided samples presented the reported issue. We could confirm the reported issue. CAPA determination. No - based on an evaluation of severity and occurrence it was determinate that no corrective action is required at this time.

Event description:
It was reported that before use, a bd discardit¿ ii syringe malfunctioned as ¿the drug leaked out of the syringe end, when aspirating from a container with a rubber stopper.¿ there was no report of injury or medical intervention reported.